Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.0/2.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise and noted "over correction +1.75/0.25/45-0.7. In a separate surgery that same day, the lens was exchanged with a same length lens but different power. This resolved the problem. Postop status indicated "ecd 2283/mm2". The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later clarified that the lens was not exchanged on the same day of (B)(6) 2017, but explanted on 05-jul-2017 and later on this same date replaced with a same length lens but different power. This resolved the problem. Claim#: (B)(4).